Event description:
It was reported that the patients ipg was nonfunctional and was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred five years ago from date manufacturer was made aware.